Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6), product ID tm91scs, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt says its "running at a low pace and all the sudden it felt like it stop running, it stopped giving me pain relief a good a month ago". Pt is getting device not found screen when trying to connect to implant which started this morning, which could be related to the therapy suddenly stopping. Pt is trying to connect so they can get into MRI mode for an upcoming MRI. Pt did long press on communicator and reset the handset, then tried to connect and still gets no device found. A request was sent to repair dept to replace the communicator. It is also possible that patients ins battery ran out, since they felt the therapy stop about a month ago. Reviewed that if new communicator doesn't fix issue, its possible ins is depleted. Patient called back and repeated previously documented information. Patient stated that they received the replacement communicator and reported seeing not found message. Patient stated they had manually entered the communicator code however, not found was still displaying when they were attempting to reconnect. Agent had patient confirm through the about menu of the mystim app that the correct communicator was paired. Agent had patient attempt to reset the communicator however patient reported solid green light. Agent had patient hold the communicator directly over their implant and patient confirmed they were able to connect to their implant successfully. Patient confirmed their therapy is on and agent provided information.caller said pt told them the controller they have is broken and does not work - pt was at MRI facility and wanted to get MRI. Caller said pt told them someone at pats can be contacted and should be able to "run over to their facility and deliver a controller." Tss reviewed standard pats procedures and redirected to patient services; nas provided as well.

Manufacturer narrative:
H2. Correction: upon further review, h6 code a070504 does not apply to this report as the patient was eventually able to connect to the ins and confirm that their therapy was on, which confirms that the ins battery was not discharged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.